Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After multiple grasps, an attempt was made to use independent gripper actuation however one gripper failed to lower. Troubleshooting was unsuccessful therefore the cds was removed. A second cds was advanced and the leaflets grasped however the mr was not sufficiently reduced and the gradient increased therefore the clip was not implanted and the cds removed. The gradient returned to baseline. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
In this case, the reported gripper actuation issue during the procedure could not be replicated in a testing environment due to the returned condition of the cds. Additionally, it was observed that the clip separated from the device during decontamination. The release pin, gripper lever latch and gripper cap (no tactile marker) were missing. Moreover, the frictional elements on the gripper and gripper line at the trumpet were observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported gripper actuation issue could not be determined. Moreover, the observed clip separation from the device during decontamination, missing release pin, missing gripper lever latch, missing gripper cap (no tactile marker), deformed frictional elements on the gripper, and deformed gripper line at the trumpet appears to be the result of post-procedural handling of the device. There is no indication of a product issue with respect to manufacture, design, or labeling.